Event description:
During a percutaneous transluminal angipolasty to a shunt anastomosis, the balloon was reported to have ruptured. The shunt was approached from the radial artery. The vessel had moderate calcification, mild tortuosity and 90% stenosis was present. The product was prepped and clinically used following the instructions for use (IFU). A guidewire was inserted across the lesion via a sheath introducer without any difficulty. The balloon catheter was advanced towards the lesion over the guidewire through the sheath introducer and the balloon was inflated using an indeflator. However, the balloon ruptured at rated burst pressure, therefore, was retrieved without any adverse consequence to the patient. Another balloon catheter was used to end procedure successfully. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni